Manufacturer narrative:
The reported event of a false atrial fibrillation episode was confirmed. The provided session records were reviewed by abbott engineering. Due to the device¿s firmware settings, the af episode was stored appropriately. This is per device design.

Event description:
It was reported that the patient presented remotely via (B)(6), transmission revealed that the implantable cardiac monitor exhibited false atrial fibrillation episode. No intervention was performed. The patient was stable.